Manufacturer narrative:
Device received with intermittent button response during testing due to broken trace on u1 keypad assembly. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the arrow keys will push them and nothing happens. But has been suspecting that it was not delivering bolus as it was supposed to. Also when replacing reservoir it gave a loud sound and it went on and on. The numbers ramping or was the scroll bar moving up or down with no input from the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.